Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the previous implanted stent was not damaged as a result of the interaction with the resolute onyx.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a mildly tortuous, mildly calcified lesion located in the proximal obtuse marginal (om). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during delivery. It was reported that the stent failed the cross the lesion and stent deformation occurred in vivo with the stent getting damaged when crossing a previously implanted stent in the obtuse marginal. The patient was reported to be alive with no injury.